Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during an l2-pelvis fusion case, with the frame on s1, an alleged inaccuracy of 2 cm was identified on l2, l3, l4, and l5. Imaging modalities failed, specifically showing inaccuracy on these vertebral levels, while the pelvis area remained accurate. Navigation and medtronic imaging were both aborted during the procedure. Two intraoperative spins were performed, instruments were re-verified, and multiple instruments were attempted, but the issue persisted. The case was continued using x-ray-fluoroscopy. A calibration check and accuracy test were requested on the imaging system. Post-event, a system checkout and troubleshooting were performed using a phantom and 3d spin, along with mechanical inspection, hardware, software, and instrument checks. Imaging modalities were tested, initially failed, and then resolved. The event caused a surgical delay of less than 1 hour. Patient present at time of event.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and performed system checkout and troubleshooting, the imaging system and stealth were paired to simulate a standard procedure setup. A phantom was placed for reference and a 3d spin was taken. The local rep person was present for system checkout. And both verified that the scan sent to the stealth was physically tracking the tool in relation to the phantom. The distance from phantom to tool matched the image portrayed on stealth. System functions normally. No problem identified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that not a software issue. Complaint data analysis found the event is due to a user workflow issue as per the complaint data: together we verified that the scan sent to the stealth was physically tracking the tool in relation to the phantom. The distance from phantom to tool matched the image portrayed on stealth. System functions normally. "Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.